Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lab results indicated that there was no allegation against this device and the device met all specification tests. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.